Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and pump shutoff. Reportedly, after continued charging, the alert cleared and pump turned back on. Customer also reported that an unexpected reset occurred. Reportedly, the customer reverted to using an alternate method of insulin therapy.